Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience xpedition is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 33 mm xience xpedition stent and a 3.5 x 28 mm xience xpedition stent in the proximal right coronary artery (rca), treating a chronic total occlusion. On an unspecified date in (B)(6) 2015, the patient was re-hospitalized and additional intervention was performed. No additional information was provided.